Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown (B)(4). A visual evaluation of the returned device found that the stent does not have its original shape and was bent. Based on the product analysis, it is most likely that procedural or anatomical factors encountered, post procedure, inside the patient, could have affected the device performance and its integrity. Handling and manipulation during stent placement could have contributed with the encountered damaged. Therefore, 'anticipated procedural complication' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus biliary stent was used during a biliary drainage procedure, performed on (B)(6) 2017. The exact implant date was not reported. According to the complainant, a followup endoscopic retrograde cholangiopancreatography procedure was performed due to an increase of bilirubin of the patient. It was then noticed that the stent had migrated. The procedure was completed with another of the flexima¿ plus biliary stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding the patient¿s death and the relationship to the device have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.